Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify possible under delivery anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer was treated with manual injection. Customer had symptom such as nausea. Customer stated that there was no leak air bubble. Customer was alleging insulin pump for under delivering because customer had high blood glucose and it was brought down by manual injection only. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.